Event description:
It was reported that the field representative was contacted by the health care professional (hcp) to review this cardiac resynchronization therapy pacemaker (crt-p) echocardiogram (ECG) due to potential loss of capture or pacing inhibition. It was mentioned that the crt-p system was implanted without a right ventricular (rv) lead and is programmed to left ventricular (lv) lead pacing only. The hcp also asked if inhibition of pacing could be due to programming interactions as the lead measurements appear normal. Boston scientific technical services (ts) explained that the crt-p device should not be implanted without a functional rv lead, as the device timing cycles are based on rv paced and detected events, and even when programmed to lv only pacing the patient could experience pacing inhibition. Ts also noted that the trend data for rv threshold is programmed on, causing the device to initiate an rv threshold test every 21 hours. During an rv threshold test, lv pacing is temporarily suspended, and without a functional rv lead this could cause a complete lack of pacing initiated every 21 hours even when the device cancels the test when it detects no evoked response. In addition, the patient does not seem to be pacing dependent and the holter ECG does not show intervals of asystole. Ts provided recommendations regarding the implant of a functional rv lead and programming options in the meantime. The crt-p device remains in service. No additional adverse patient effects. Additional information indicates a new rv lead was successfully implanted and the crt-p device was explanted and replaced. No additional adverse patient effects. Reportedly, the procedure was performed without the presence of a boston scientific representative and the device was not handed to a field representative, therefore, the device is not expected to be returned.